Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. The device could not be communicated with and was observed to be emitting one wake-up pulse every 15 seconds. Detailed testing was completed and it was concluded this device contained a memory integrated circuit that was not operating as expected. This issue resulted in the observed bootloader low-level operating state and error message.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an error message. The error is associated with a bootloader device status. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes for the error and provided further troubleshooting steps. The patient was then hospitalized. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an error message. The error is associated with a bootloader device status. Device data was sent to rhythmcare for review. Rhythmcare then discussed possible causes for the error and provided further troubleshooting steps. The patient was then hospitalized. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.